Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the 2mm corner of an interbody cage broke during impaction and the physician spent 10 minutes attempting to safely extract the entire cage. The physician determined it was safer to leave the implant in situ since there were no sharp edges. According to the report, the small broken piece was retreived successfully and the remainder of the implant was left inside the patient. No further complications were reported.